Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence " alleged failure: tip of the shaver broke off probable root cause: "inadequate window profile; inadequate welding process (i.e. Plasma, inductive, gluing); improper material strength; inadequate size selected for the application; material brittleness ; excessive force applied by the user; incorrect rfid tag." (B)(4).

Event description:
It was reported that the shaver blade broke off. The broken piece was removed and the procedure was completed successfully.